Event description:
One event is reported in which the anti-needle stick device on hemodialysis fistula needle caught on the pt's hand and dislodged needle from the cannulation site. Staff reports that the pt was disoriented at the time of the incident and was running his hand over the cannulation site. MDR is filed for estimated blood loss of >100cc. No pt injury or need for med intervention is reported.